Event description:
It was reported that the device has a cassette not attached error. Issue was found during testing. No patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Manufacturer narrative:
D3: correction. H3 and h6. Codes: updated. Device evaluation: the complaint for ¿cassette not attached error¿ was confirmed. The cause was the air detector was sitting too high. The air detector was replaced. Visual inspection reported, lcd lens cracked, battery compartment cracked, air detector deformed, downstream occlusion (dso) seal delaminated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.